Event description:
The customer reported via phone call that he had a button error alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was also advised that the pump will need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.